Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Several little pieces broke off the side- tampax tampon [device breakage] case narrative: relative reported via social media that several pieces broke off the tampon while consumer was removing it. No injury was reported.